Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. It was reported that the patient was hospitalized prior to the time of death. It was unknown if therapy was ongoing at the time of death. It was unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A review of the device history was performed and it was determined that the manufacture of the device is not related to the reported issue and that the device is no longer in its original manufactured condition. Should additional relevant information become available, a supplemental report will be submitted.